Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record/s (DHR) could not be reviewed. No sample was returned; therefore, the condition of the product could not be verified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that immediately following a glaucoma filtration device (gfd) implant procedure, the gfd was observed to be clogged. The clog was due to a blood clot and this caused filtration failure to occur. No further information is expected.